Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2938836-2017-02618. A number of high rate tachycardia episodes occurred and no therapy was delivered. An error message was received stating "possible high voltage circuit damage detections." The device and lead were explanted and replaced.